Event description:
Post outpatient colonoscopy the pt complained of lower abdominal pain. A flat plate of the abdomen was ordered. The x-ray confirmed free air under the diaphragm. The pt was transferred by ambulance to the hosp. The pt underwent an emergency exploratory laparotomy, hartmann resection of sigmoid area with descending colon colostomy and repair enterotomy with gia anastomosis. Post operatively the pt was put on IV antibiotics. The pt was discharged on 9/15 in stable condition.